Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2020-23198. It was reported that lead fracture at the s1 lead position was observed on both leads. Both leads were explanted, and new leads were implanted to resolve the issue. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.